Manufacturer narrative:
Correction: patient gender updated to proper value. The software investigation found that the reported event was unrelated to a software issue as no allegation of deficiency was made against a medtronic product. The software functioned as designed.

Manufacturer narrative:
Patient information not provided due to (B)(4) patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the right screw in the l5 vertebrae was misplaced. The procedure was noted to be a l3 to l5 spinal fusion. During registration, the antenna at l4 interferred with the surgeon leading to a minor imprecision. The surgeon felt that accuracy was enough to continue with the procedure. The surgeon reported that there was no allegation against a medtronic product. It was noted that the l4 vertebrae difficulties were most likely the cause of the reported issue. There was a reported delay to the procedure of more than 1 hour due to this issue. No additional information was provided.